Event description:
It was reported that the patient developed a hematoma. The physician decided to remove the patient's implantable cardioverter defibrillator (ICD) and leads. The system was later replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. Concomitant: 6947m55 lead implanted: 2014-(B)(6). (B)(4).